Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded no cardiac signal in primary vector and very small amplitudes in secondary and alternate vectors. In addition, there were numerous episodes with shock delivery, all showing no cardiac signals, but non-physiologic artifacts being oversensed. The shock delivery showed an impedance of 1 ohm, which is low out of range. The s-ICD also showed several error codes. X-rays were performed and it showed the entire electrode was pulled back into the device pocket. As a result, the physician decided to explant and replace both the device and electrode and implant a fresh s-ICD system. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found a fracture on the sense a cable at approximately 437 millimeters (mm) from the terminal end. The fracture was possibly caused by device migration (the device was dislodged and pulled into the pocket). It is unable to determine when the fracture occurred.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded no cardiac signal in primary vector and very small amplitudes in secondary and alternate vectors. In addition, there were numerous episodes with shock delivery, all showing no cardiac signals, but non-physiologic artifacts being oversensed. The shock delivery showed an impedance of 1 ohm, which is low out of range. The s-ICD also showed several error codes. X-rays were performed and it showed the entire electrode was pulled back into the device pocket. As a result, the physician decided to explant and replace both the device and electrode and implant a fresh s-ICD system. No additional adverse patient effects were reported. The electrode was returned for analysis.